Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose level was reportedly over 500 mg/dl and was addressed via manual injections and completing supply changes. Multiple supply changes were performed to address the occlusion alarms.